Manufacturer narrative:
(B)(4). Results: a review of the manufacturing records for the device is currently in progress.

Event description:
On (B)(6) 2015 a patient in the great registry underwent treatment of an intramural hematoma with a maximum lesion diameter measuring 43mm, of the descending thoracic aorta. A conformable gore® tag® thoracic endoprosthesis was placed in zone three of the proximal descending thoracic aorta to treat the lesion. The patient tolerated the procedure and was discharged on (B)(6) 2015. On (B)(6) 2015 the patient was reported to have exhibited aneurysmal evolution. The maximum lesion diameter was reported to be 50mm. On (B)(6) 2015 the patient underwent an open repair and expired due to distal embolization during the procedure, and subsequent mesenteric ischemia.

Manufacturer narrative:
Results: a review of the manufacturing records for the device verified the lot met all pre-release specifications. Conclusion: according to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the conformable gore® tag® thoracic endoprosthesis may include but are not limited to: thrombosis, bowel ischemia and death.